Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchaser reported that during the repair of a retinal tear the laser was not working. The case was completed using an alternate laser. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative reseated cables, verified the e-stop and key switch operation / connections, radio frequency identification (rfid) operation, and performed several power cycles as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).